Event description:
On (B)(6) 2012, the patient had a right side si joint arthrodesis using three ifuse implants (p/n 7040-90, lot #763002779003 expires 2014-10; p/n 7040-90, lot #7628002578003 expires 2014-07 and p/n 7055-90, lot #7753002994002 expires 2014-11). There were no intra or post-operative complications. Patient had relief of si joint pain after surgery. Four months after surgery, the patient returned to the surgeon with complaints of recurrent si joint pain symptoms of the same nature and in the same location as was the pain prior to the si joint arthrodesis. According to the surgeon, a CT scan showed that the implants were in an acceptable position, but there were some lucencies around the second and the third implants. On (B)(6) 2013, the surgeon performed a revision surgery where he removed all three ifuse implants. The implants were removed without significant difficulty using the ifuse removal tool. Per si-bone, vp of medical affairs: "medical review of this case shows this to be a case of late recurrence of symptoms."

Manufacturer narrative:
Based on the information provided, review of the surgeon training didactic, certificates of conformance, IFU and fmea, there is no evidence that the device was out specification. The most probable root cause for the patient's pain is a late recurrence of symptoms.